Event description:
The consumer reported that this is a same day spinner. The consumer also reported that this is a tooth type 3.

Manufacturer narrative:
The consumer reported that this is a same day spinner. The consumer also reported that this is a tooth type 3.